Event description:
Me 9-12. It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle retraction mechanism was difficult to activate. The following was received from the initial reporter: one of the nurses today shared that she started an IV and the safety mechanism would not work. She shared when she removed the catheter she was able to get it to work but she had to press extremely hard for the button to engage. She share a few other nurses mentioned they have this happen recently too. Unfortunately, the wrapper she saved isn't for the catheter for a lot number, but I do have the catheter itself if you would like to send it off for inspection. Response received on (B)(6) 2023. The button on most of these sent did seem to be stuck. They were very difficult to engage the safety. There were no needle sticks. I also wanted to share that staff haven been reporting that they are having trouble with the catheters not advancing and having to use two hands to get the catheter to advance. I have one example for that I can send over for pick up as well. The lot number for this one is 3166524. I have asked staff to keep the product and packaging if they continue to see this.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle retraction mechanism was difficult to activate. The following was received from the initial reporter: one of the nurses today shared that she started an IV and the safety mechanism would not work. She shared when she removed the catheter she was able to get it to work but she had to press extremely hard for the button to engage. She share a few other nurses mentioned they have this happen recently too. Unfortunately, the wrapper she saved isn't for the cath for a lot number, but I do have the catheter itself if you would like to send it off for inspection. Response received on 24-aug-2023. The button on most of these sent did seem to be stuck. They were very difficult to engage the safety. There were no needle sticks. I also wanted to share that staff haven been reporting that they are having trouble with the catheters not advancing and having to use two hands to get the catheter to advance. I have one example for that I can send over for pick up as well. The lot number for this one is 3166524. I have asked staff to keep the product and packaging if they continue to see this.